Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing stimulation, and it was confirmed that the patient had perforation. Additionally, the patient also felt discomfort. This rv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead was experiencing stimulation, and it was confirmed that the patient had perforation. Additionally, the patient also felt discomfort. This rv lead was explanted and was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.